Event description:
The patient reported that they had poor communication on the programmer and was unable to connect with and without the antenna the day prior to the report. The patient was recently implanted and still had bandages or swelling present. It was also reported that the patient did not feel stimulation. It was noted that they were having to go to the bathroom, and wet themselves twice the day prior to the report. The patient wanted to increase the stimulation, but was unable to connect to the implantable neurostimulator. This was indicated as a sudden change in therapy. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.